Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for two (2) unknown locking screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number is unknown. As of today screws remain implanted; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure using a proximal humeral plate with two (2) broken unknown locking screws. The surgeon has decided not to revise it as he will continue to observe the patient. However, the patient is scheduled for a revision surgery due to a non-union for the unknown tibial nail on (B)(6) 2018. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This report addresses intra-op event, where two (2) broken unknown locking screws were involved, while related complaint (B)(4) will capture the post-operative tibial nail and unknown screws removal due to non-union. Concomitant device reported: humeral plate (part# unknown, lot# unknown, quantity 1). This report is for two (2) unknown locking screws. This is report 1 of 1 for complaint (B)(4).